Manufacturer narrative:
Other applicable components are: product ID: 39565-30, implanted: (B)(6) 2007, product type : lead, product ID: 3778-60, (B)(4), implanted: (B)(6) 2010, product type: lead, product ID: 3778-60 (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that at their last meeting with a representative, they agreed that the lead had moved in their spine. They were unable to say what to do but recommended a pain pump. Their doctor fired them as a patient. The patient turned off their stimulation. The patient reported that the doctor who installed the ins made a mistake during a different procedure and was giving them the runaround and will only pray for them. The patient wanted to know how long the devices could be implanted in their body without being used or charged before they pose a threat. The patient was redirected to a healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they aren¿t using the device for their lower back. They stated that their lead has moved within their spine, and they can barely walk or stand up right. The patient indicated that using their stimulator worsens the pain going down their left hip and leg. They also noted that the pain is worse at night. The patient stated that they met with a manufacturing representative (rep), but they were not satisfied, and the rep didn¿t order x-rays. They would like to see another manufacturing representative regarding the situation. The patient noted that there were no falls or trauma related to the issue. They mentioned that they currently do not have a healthcare provider, but are working with their insurance to find another one. The patient was to follow-up with a healthcare provider. No further complications were reported. The patient was implanted for spinal pain. Additional information received from a manufacturing representative (rep) indicated that they saw the patient recently for reprogramming, as they were complaining about a new onset of pain. The rep was not aware if the patient¿s leads had migrated, as they did not take an x-ray. No further complications were reported.